Manufacturer narrative:
Manufacturer¿s investigation conclusion: the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was returned for evaluation following a routine transplant on (B)(6) 2025; there were no device related issues reported. Evaluation of the returned pump did not reveal any findings that would have contributed to a functional issue. (B)(6) was returned assembled with the pump cable severed approximately 1.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The outflow graft and apical cuff were not returned. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided that this was a perfectly performing left ventricular assist device (lvad), and was explanted due to transplant. The patient was not elevated on the transplant list secondary to a device or therapy related issue. The transplant was considered routine and the device operated as expected. The site would like this pump cleaned and returned to the hospital post investigation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent transplant. Whether the outcome was device or therapy related was not provided by the customer. The pump was explanted, it is unknown if the device will be returned for evaluation.